Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with trace of diffuse lamellar keratitis (dlk) on both eyes (ou) at 1 day post-operative exam. The brief description from the account indicated a trace of dlk patient will discontinued lotemax and start on pred forte every 2 hours while awake ou. Topical steroid were increased and used to treat the dlk. Patient commented on vision was good. Pre-op; bcva from (B)(6) 2014: right eye pre-op 20/20 -2.50 x .00 x 90; left eye pre-op 20/20 -2.00 x -.75 x 35. Post-op; bcva from (B)(6) 2015 right eye pre-op 20/20 .00 x .00 x 90; left eye pre-op 20/20 .00 x .00 x 90.